Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was receiving a compromised force sensor system alarm with their insulin pump. The customer's blood glucose level was reported to be 210.6mg/dl. It was reported that troubleshoot was conducted. It was reported that the device would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during prime test due to moisture damage force sensor resistor. However, the currents are within specifications. The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.